Event description:
A power source alert was reported by the caller, and it was confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Despite attempts with different wall adapters and charging cables, the pump did not begin charging. Technical support determined the pump should be replaced. In the interim, the customer was instructed to use multiple daily injections to ensure continued insulin delivery. The customer understood the instructions on returning the pump and acknowledged the details for the replacement process.